Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display anomaly was noted. The insulin pump was received with normal operating currents. No unexpected failed battery test alarm was noted. No damage found on the connector to lcd isolation tape was noted. The insulin pump was also received with cracked case at display window corner and minor scratched display window.

Event description:
It was reported the customer had a failed battery test on their insulin pump. Customer also reported their insulin pump shut off twice in one day. The customer requested to have their insulin pump replaced. The customer's blood glucose was 119 mg/dl. It was also found the customer's battery was half full when they received the failed battery test. The customer was advised to revert to a back-up plan. No additional information provided.